Event description:
The customer contact reported a user error by the operator resulting in the patient having higher blood glucose levels than intended. The patient was receiving a continuous infusion of d5 1/2 ns at an unspecified rate. The patient's blood glucose levels were being monitored using the endotool. It was reported that every hour for seven hours after the d5 1/2 ns infusion was started, the nurse was incorrectly selecting the "extra calories" button when entering data into the device. The nurse was re-educated on the function of the "extra calories" button and the d5 1/2 ns infusion was stopped. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The customer contact reported that the event was user error by the operator.